Event description:
This is the same event and same pt reported under MDR ID# 2939859-2003-00072. This is the second MDR submitted for the second suspect product. Pt has developed symptoms of hypersensitivity at injection sites and has complained of headaches and blurred vision. Pt was treated with medrol dose pack and topical protopic. Symptoms resolved approximaetly august 2002.